Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse was unable to reproduce reported problem. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. A follow-up MDR will be submitted if additional information is received.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure using an xi system, and before surgical port placement, universal surgical manipulator (usm) arm 2 did not lock into place and floated around longer than the other arms. The procedure was completed as planned with no report of patient injury.